Event description:
The patient reports to have had surgery for implant of artificial cervical discs at the c5-c6 and c6-c7 levels. The patient reports to still have pain, numbness and back pain and continues to take medication for pain.

Manufacturer narrative:
(B)(4). The device or applicable imaging studies have not been returned to medtronic for evaluation. Unable to determine cause of the reported event.